Event description:
It was reported that patient experienced increased pain and healthcare provider was unable to completely fill pump reservoir to capacity on (B)(6) 2012 and (B)(6) 2012. There was no significant discrepancy noted on comparing interrogated reservoir volume to actual aspirated reservoir volume on (B)(6) 2012. Drugs in pump were clonidine 300 mcg/ml and bupivacaine 30 mcg/ml, increased 10% on 2/1/2012. Severity was indicated as mild and the event was "ongoing". No intervention was done as of the date of this report; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Pump was received for analysis after explanted. Additional information received reported that the patient's outcome as of (B)(6) 2012 was resolved without sequelae.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
Pump analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned with no catheter. Analysis of the pump revealed pump exterior concave shield; affected in-vivo function. The pump could not be filled due to the back shield being concave. The root cause was undetermined. There was residue on gear two and in the upper bridge jewel of gear two.